Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the device would not shut off. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received as a service request and a visual inspection and functional test were performed by the supplier. A device history record review was completed. There were no manufacturing issues related. This product was being used for treatment. Inspection of the device resulted in determining that the returned unit operated normally. This complaint will be considered as unconfirmed. Further inspection revealed that the unit required replacement of the power entry module and insulation. The exact root cause of the failure could not be determined; however these items are subject to wear and tear with use. As part of continuous improvement efforts and a preventive action, the supplier repaired and returned the unit. If additional information is received, the investigation will resume as needed. If information is provided in the future, a supplemental report will be issued.